Event description:
This is the second of three events for the same patient. It was reported that the patient underwent a two-level acdf at c3-5 to address metastatic lesion to the c4 vertebral body using infuse bone graft/pyramesh corpectomy device supplemented with fixation. On pod 1, the patient developed cervical soft tissue swelling, and was intubated. On pod 4, patient had a tracheostomy.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.